Manufacturer narrative:
A steris service technician inspected the processor and found that a hose on the drain line required replacement. The technician replaced the hose, ran a test cycle and confirmed the processor to be operating properly.

Event description:
The user facility reported that water was leaking from their processor. No report of injury or procedural delays or cancellations.